Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a follow-up, the device exhibited rrt characteristics with a measured battery data of 2.0v, 16 kohms. Pressing "clear rrt" did not remove the rrt indicator. Subsequently, the device was replaced.